Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "service required" code was observed in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues. The components were returned to the manufacturer's product investigation laboratory for further investigation. There was no malfunction of the oxygen blending module board observed. The root cause of the interface board malfunction was found to be due to a faulty capacitor.